Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive and a farawave were selected for use. After transseptal puncture with a non-boston scientific (bsc) needle and placement of the farawave catheter into the left superior pulmonary vein, an inverted spline was observed on the catheter that could not be corrected within the sheath, requiring catheter removal. Upon removal, aspiration of air occurred through the sheath valve, which was later deemed as defective per the site. Increasing amounts of air entered the sheath and subsequently entered the patient despite aspiration attempts, leading to severe reported "hypertension", although hypotension was later reported, st segment elevation, cardiac arrest, and confirmed air embolism on coronary angiography. St segment elevation was seen on electrocardiogram (ECG). After a few minutes, it was noted that the sheath remained in the left atrium, which the sheath was requested to be removed from the left atrium as with the condition of the sheath valve, there was a concern more air could enter the patient. The lock was retracted into the right atrium. Air was visibly present only after catheter removal from the sheath. No audible sucking sounds were reported, and no catheter was inserted at the time the air was noted. Interventions included coronary angiography, aspiration of air from the coronary arteries, circulatory stabilization, and initiation of extracorporeal membrane oxygenation (ECMO) support; the patient became unconscious, and could not be neurologically assessed, and required extended hospitalization. According to the physician, the device contributed to the event due to significant air entry through the sheath; no replacement devices were used, the sheath was not exchanged, and irrigation was performed using a pressure bag at approximately two to three ml per h per hospital standard. The farawave catheter was removed once and not reintroduced; both the sheath exhibited no issues upon package opening and showed visible air or spline inversion only during the event. The patient was under general anesthesia when the procedure was cancelled. The catheter and the sheath are expected to be returned for analysis. Further information confirmed that the patient is alive and continues to receive intensive care. Further additional information received reported that following transseptal puncture with a faradrive sheath and advancement of the farawave catheter, the catheter had to be withdrawn again due to incomplete deployment of the sheath. After removal of the catheter, a significant amount of air was found in the sheath, which remained detectable despite repeated aspiration and subsequently increased. The ECG showed marked inferior st elevations, followed by ventricular fibrillation due to massive air embolism with occlusion of the right coronary artery (rca) and left anterior descending (lad) artery. Immediate cardiopulmonary resuscitation (CPR) was initiated, and ECMO was subsequently established. The air in the coronary arteries was aspirated using a thrombectomy system. Furthermore, on (B)(6) 2026, a computed tomography (CT) scan suggested an ischemic stroke due to air embolism. The cause of this event was believed to be due to the air-permeable valve in the faradrive sheath per the site. It was further reported that the patient will retain permanent damage and was in vegetative state syndrome. It was further reported that the family has decided to let the patient die according to their last will. All medical measures have been stopped. It was confirmed that the vegetative state occurred after the procedure. The results of the autopsy and cause of death could not be provided. According to the clinic, the patient died on (B)(6) 2026.

Manufacturer narrative:
B2: outcomes attrib to adv event- updated. B2: date of death- updated. B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H1: type of reportable event- updated. H6: impact codes- updated. Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. No issues were noted regarding the spline cage. Device history record (DHR) review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the events of air embolism, cardiac arrest, st segment elevation, hypotension, ventricular fibrillation, cerebral vascular accident (cva), failure to deploy, spline inversion, and death are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of air embolism, cardiac arrest, st segment elevation, hypotension, ventricular fibrillation, cerebral vascular accident (cva), and death are known inherent risks of the farawave device. Air embolism, cardiac arrest, st segment elevation, hypotension, ventricular fibrillation, cerebral vascular accident (cva), and death are expected procedural complications addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. Additionally, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported failure to deploy and spline inversion. No problem was detected, the device passed all test performed, showing no evidence of the reported device failure.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive and a farawave were selected for use. After transseptal puncture with a non-boston scientific (bsc) needle and placement of the farawave catheter into the left superior pulmonary vein, an inverted spline was observed on the catheter that could not be corrected within the sheath, requiring catheter removal. Upon removal, aspiration of air occurred through the sheath valve, which was later deemed as defective per the site. Increasing amounts of air entered the sheath and subsequently entered the patient despite aspiration attempts, leading to severe reported "hypertension", although hypotension was later reported, st segment elevation, cardiac arrest, and confirmed air embolism on coronary angiography. St segment elevation was seen on electrocardiogram (ECG). After a few minutes, it was noted that the sheath remained in the left atrium, which the sheath was requested to be removed from the left atrium as with the condition of the sheath valve, there was a concern more air could enter the patient. The lock was retracted into the right atrium. Air was visibly present only after catheter removal from the sheath. No audible sucking sounds were reported, and no catheter was inserted at the time the air was noted. Interventions included coronary angiography, aspiration of air from the coronary arteries, circulatory stabilization, and initiation of extracorporeal membrane oxygenation (ECMO) support; the patient became unconscious, and could not be neurologically assessed, and required extended hospitalization. According to the physician, the device contributed to the event due to significant air entry through the sheath; no replacement devices were used, the sheath was not exchanged, and irrigation was performed using a pressure bag at approximately two to three ml per h per hospital standard. The farawave catheter was removed once and not reintroduced; both the sheath exhibited no issues upon package opening and showed visible air or spline inversion only during the event. The patient was under general anesthesia when the procedure was cancelled. The catheter and the sheath are expected to be returned for analysis. Further information confirmed that the patient is alive and continues to receive intensive care. Further additional information received reported that following transseptal puncture with a faradrive sheath and advancement of the farawave catheter, the catheter had to be withdrawn again due to incomplete deployment of the sheath. After removal of the catheter, a significant amount of air was found in the sheath, which remained detectable despite repeated aspiration and subsequently increased. The ECG showed marked inferior st elevations, followed by ventricular fibrillation due to massive air embolism with occlusion of the right coronary artery (rca) and left anterior descending (lad) artery. Immediate cardiopulmonary resuscitation (CPR) was initiated, and ECMO was subsequently established. The air in the coronary arteries was aspirated using a thrombectomy system. Furthermore, on 09 february 2026, a computed tomography (CT) scan suggested an ischemic stroke due to air embolism. The cause of this event was believed to be due to the air-permeable valve in the faradrive sheath per the site.

Manufacturer narrative:
B2: outcomes attrib to adv event- updated. B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: impact codes- updated. Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. No issues were noted regarding the spline cage. Device history record (DHR) review. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the events of air embolism, cardiac arrest, st segment elevation, hypotension, ventricular fibrillation, cerebral vascular accident (cva), failure to deploy, and spline inversion are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of air embolism, cardiac arrest, st segment elevation, hypotension, ventricular fibrillation, and cerebral vascular accident (cva) are known inherent risks of the farawave device. Air embolism, cardiac arrest, st segment elevation, hypotension, ventricular fibrillation, and cerebral vascular accident (cva) are expected procedural complications addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Additionally, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported failure to deploy and spline inversion. No problem was detected, the device passed all test performed, showing no evidence of the reported device failure.

Event description:
During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive and a farawave were selected for use. After transseptal puncture with a non-boston scientific (bsc) needle and placement of the farawave catheter into the left superior pulmonary vein, an inverted spline was observed on the catheter that could not be corrected within the sheath, requiring catheter removal. Upon removal, aspiration of air occurred through the sheath valve, which was later deemed as defective per the site. Increasing amounts of air entered the sheath and subsequently entered the patient despite aspiration attempts, leading to severe reported "hypertension", although hypotension was later reported, st segment elevation, cardiac arrest, and confirmed air embolism on coronary angiography. St segment elevation was seen on electrocardiogram (ECG). After a few minutes, it was noted that the sheath remained in the left atrium, which the sheath was requested to be removed from the left atrium as with the condition of the sheath valve, there was a concern more air could enter the patient. The lock was retracted into the right atrium. Air was visibly present only after catheter removal from the sheath. No audible sucking sounds were reported, and no catheter was inserted at the time the air was noted. Interventions included coronary angiography, aspiration of air from the coronary arteries, circulatory stabilization, and initiation of extracorporeal membrane oxygenation (ECMO) support; the patient became unconscious, and could not be neurologically assessed, and required extended hospitalization. According to the physician, the device contributed to the event due to significant air entry through the sheath; no replacement devices were used, the sheath was not exchanged, and irrigation was performed using a pressure bag at approximately two to three ml per h per hospital standard. The farawave catheter was removed once and not reintroduced; both the sheath exhibited no issues upon package opening and showed visible air or spline inversion only during the event. The patient was under general anesthesia when the procedure was cancelled. The catheter and the sheath are expected to be returned for analysis. Further information confirmed that the patient is alive and continues to receive intensive care. Further additional information received reported that following transseptal puncture with a faradrive sheath and advancement of the farawave catheter, the catheter had to be withdrawn again due to incomplete deployment of the sheath. After removal of the catheter, a significant amount of air was found in the sheath, which remained detectable despite repeated aspiration and subsequently increased. The ECG showed marked inferior st elevations, followed by ventricular fibrillation due to massive air embolism with occlusion of the right coronary artery (rca) and left anterior descending (lad) artery. Immediate cardiopulmonary resuscitation (CPR) was initiated, and ECMO was subsequently established. The air in the coronary arteries was aspirated using a thrombectomy system. Furthermore, on 09 february 2026, a computed tomography (CT) scan suggested an ischemic stroke due to air embolism. The cause of this event was believed to be due to the air-permeable valve in the faradrive sheath per the site. It was further reported that the patient will retain permanent damage and was in vegetative state syndrome.